Event description:
It was reported to boston scientific corporation in 2005 that a corflo cubby low profile balloon was used in a procedure six days prior (patient age, gender and weight are unknown). According to the complaint, the balloon ruptured after approximately 2 weeks of use. This device was successfully replaced with another balloon. No patient complications were reported as a result of this event. The patient's condition was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.